Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing an increased rate of positivity for vibrio results while running the extended enteric bacterial panel assay. The customer instrument database was obtained for review by bd molecular applications specialists and quality. This review did not reveal any evidence of functional performance issues with the instrument. Follow-up with the customer and field service revealed that the customer is not currently performing the instrument decontamination and cleaning protocols as indicated in the max system user's manual. A quote for training was provided to the customer. No response was received from the customer, and the service case was closed. This complaint is unconfirmed as the investigation revealed that the customer's lab workflow does not include cleaning of the instrument. The root cause of this issue was attributed to environmental contamination. Returned sample analysis consisted of review of customer database and run files by bd quality. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument, and no additional cases were observed for the complaint failure mode reported. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
Report 2 of 8: it was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive vibrio patient result was obtained on the bd max¿ ext enteric bacterial panel. No vibrio was isolated in culture. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 8: it was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive vibrio patient result was obtained on the bd max¿ ext enteric bacterial panel. No vibrio was isolated in culture. There was no report of patient impact.